Event description:
Facility, (B)(4), called stating that the right leg (front riggings) of the (B)(4) manual wheelchair allegedly will not come down. Replacement part being sent of order #(B)(4). No injury.